Event description:
It was reported by service report that the frame was bent. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Bent frame, bed not repairable and removed from service.